Event description:
The loaner tps oscillating saw started smoking during routine testing after it was returned at the MFR. There was no pt involvement; no adverse consequence was associated with the device.

Manufacturer narrative:
Further investigation revealed mineral deposits under the outer release collar and severe moisture build up inside the device. The contact pins were burnt and there was corrosion damage within the device.